Event description:
A customer contacted support to update the time, personal profile, or settings of their device, which was showing an incorrect time with a discrepancy greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy continued. The customer understood and acknowledged the advice.